Event description:
It was reported vascular sheath rupture. No other information was provided. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducers is confirmed; however, the exact cause is unknown. One photograph of two microintroducers was returned for evaluation. An initial visual observation of the photograph showed the sheath tip of both devices. Both tips contained longitudinally aligned splits in the sheath, while one device showed evidence of sheath buckling/folding. No additional damage or use residue was observed on the devices. There were no distinguishing features in the returned photograph of the devices which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.